Manufacturer narrative:
A ge service rep performed an onsite investigation. The c-arm cable connector was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that intermittently the system shut down and the plug on the rear of the machine needed to be repaired. No pt injury was reported.